Event description:
It was reported that a flo-gard infusion pump presented a damaged battery. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The battery damage was identified during visual inspection. The cause of the damaged battery could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.